Event description:
It was reported to gyrusacmi that during a surgical procedure, the tip of two omni broke proximal to the jaw during surgery. No pt harm was reported. (See medwatch #2183680-2012-00033 for the first device).

Manufacturer narrative:
The complaint was confirmed. During our investigation, we found that the hub was fractured. The device was returned with a fractured hub, the fracture site was under the heat shrink. The heat shrink covers the shaft and the back or proximal end of the jaws. Upon removal of the heat shrink, there were no pieces of the ceramic hub observed on the inside of the heat shrink. The hub fractured just behind the ctr pivot rivet at the thin to thick transition area of the part. When the two parts of the hub were placed back together, all parts are accounted for. Failures such as these can be associated with excessive force or rotational forces being applied to the distal or working end of the device. We will monitor the complaint database for further occurrences.